Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported slda appears to be related to patient morphology/pathology, as the restricted condition of the leaflets likely contributed to the clip detaching from the anterior leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
This is being filed to report the single leaflet device attachment (slda). It was reported that the mitraclip procedure was to treat functional mitral regurgitation (fmr) with a grade of 4 and mildly restrictive leaflets. The first clip was placed without issue. The second clip was placed lateral to the first clip with good leaflet insertion and mr reduction. Shortly after deployment it became obvious that the second clip had detached from the anterior mitral leaflet and remained attached to the posterior leaflet (slda). There was still good mr reduction from deployment of the first clip to 1-2; therefore, no further treatment was performed. No adverse patient sequela was reported. No additional information was provided.